Manufacturer narrative:
The device was not isolated or identified by serial number; however, the customer identified four possible device serial numbers. All four devices were received and passed testing for delivery accuracy. The pump history from the four devices was downloaded and printed at the manufacturing site. The dates and programming present in the history did not correlate with the customer's reported settings and event info. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a death while the device was in use. At 1400, the device was programmed to deliver morphine 1 mg/ml in the pca+ continuous mode with a 2 mg/hr continous rate, a 4mg pca dose, a 15 min pt lockout and a 30mg 4 hr limit. At 2100, the pt was noted to be restless and with an oxygen saturation of 72%. At approx 2115, the pt was unresponsive and the delivery was stopped. At this time, the rn noted the display indicated that 32mg was delivered. The md was notified and the pt was treated with narcan 0.1 mg and oxygen therapy was initiated. It was reported that during an unspecified timeframe, the pt was treated with additional doses of narcan totaling 4mg. The md reported that the pt "was slightly more responsive after the administration of narcan." At 2140, the pt became "totally unresponsive." At 2150, it was reported the pt was "agonal and pulseless." A code was called and cardiopulmonary resuscitation was initiated. The pt was treated with vasopressin 40 units and unspecified amounts of epinephrine, atropine, and sodium bicarbonate. At 2200, the pt expired. The customer contact indicated an autopsy was performed; however, the results were unspecified. The device was not isolated immediately following the event; however, on an unspecified date, the device was tested at the user facility and it was reported the biomedical engineer "did not see any mechanical or functional malfunction on the part of the device." Though requested, no additional info was provided.